Manufacturer narrative:
The device is expected to be evaluated; however, at the time of this report the device has not yet been returned. A supplemental report will be submitted to communicate the results of the complaint investigation. When the device history record is complete, a report will also be submitted with the results.

Event description:
As reported, during use with a patient, this vigilance ii monitor showed a temperature of 45ºc (113f). No allegation of patient injury has been reported. Patient demographics were unavailable at this time.

Manufacturer narrative:
The service history record was reviewed; no related non-conformances were found. Analogic key codes were not available to decipher analogic device history record. No escalation is required.

Manufacturer narrative:
Examination of the monitor found no fault of abnormal temperature values. The blood temperature accuracy test and fatu full test both passed. The blood temperature accuracy test was run 2 more times and passed. Physical damage found on the monitor. The front feet/cushions were missing and the switch on the navigation encoder was hard to activate when pressing near the edge of the knob. In addition, the sw1 (encoder) on the cco board was cracked at the base of the shaft. The reported event could not be confirmed or replicated during the analysis, as the device responded appropriately during functional testing. It should be noted that this unit has exceeded its calculated useful life. No further actions will be taken at this time. A perceived inaccurate temperature tracing can be an indication to the user to begin the troubleshooting process. The patient¿s body temperature can be obtained by different means and compared to the temperature obtained from the catheter. If they do not correlate to the clinician¿s satisfaction, it is common clinical practice to the abort the attempt to obtain a cardiac output. Temperature readings should correlate with the patient¿s clinical manifestations. These devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. These devices are typically used in intensive care units or operating rooms where patients are closely monitored. It is not known if some user or procedural factors may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.